Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was observed and attributed to the analog board. The analog board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not been identified an increase in trend.